Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring or reservoir tube. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece of reservoir compartment was broken and reservoir was not able to stay in place. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.